Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle tear drop label was detached. The following information was provided by the initial reporter: a tear drop label was detached.

Manufacturer narrative:
The following fields have been updated with corrections: d.4. Medical device expiration date: 2024-05-31. D.4. Medical device lot #: 9134728. H.4. Device manufacture date: 2019-05-14.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle tear drop label was detached. The following information was provided by the initial reporter: a tear drop label was detached.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle tear drop label was detached. The following information was provided by the initial reporter: a tear drop label was detached.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 4/22/2020. Investigation: one open 31g x 5mm pen needle sample was returned from lot. No.9134728, cat. No. 320129. Visual examination was carried out on the returned sample and it was observed that top seal is partially open and there are two teardrop labels stuck together. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue most likely occurred due to operator intervention on the line.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle tear drop label was detached. The following information was provided by the initial reporter: a tear drop label was detached.